Event description:
On (B)(6) 2011, 3m espe was informed that a (B)(6) old female patient experienced an immediate burning sensation of the tongue, followed by redness and swelling of the cheeks and tongue after application of 3m, espe, vanish, 5 percent sodium fluoride white varnish. Epinephrine and benadryl were administered and the patient was observed for 3 hours in the pediatric clinic after which time, the patient was sent home with additional steroid medication. Upon follow-up the next day, the patient was reported as fine.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the office is not sure which product was actually used for this patient.